Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier, us, mr 4.00 x 20 mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was implanted successfully. The balloon cones were reviewed, and they were in a relaxed state. It is evident that the balloon was subjected to pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a break 120cm distal to the distal end of the strain relief, leaving the core wire exposed. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. After deploying a 4.00x20mm promus premier drug-eluting stent, the physician attempted to remove the delivery system; however, the shaft broke approximately 100cm from the hub. The distal end of the delivery shaft was still inside the guide catheter and the rest of the device was outside the patient's body. The physician was then able to remove the guide catheter from the patient's body and retrieved the broken piece. The procedure was completed with no complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. After deploying a 4.00x20mm promus premier drug-eluting stent, the physician attempted to remove the delivery system; however, the shaft broke approximately 100cm from the hub. The distal end of the delivery shaft was still inside the guide catheter and the rest of the device was outside the patient's body. The physician was then able to remove the guide catheter from the patient's body and retrieved the broken piece. The procedure was completed with no complications were reported.